Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The device was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device failed the audio test during the call. The customer¿s blood glucose during the incident was 130 mg/dl. The device will be returned for analysis.